Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical arterial approach in a 48-year-old male patient for cardiomyopathy in the setting of acute decompensated chronic heart failure. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella 5.5 support, the patient developed a dissection and pseudoaneurysm at the graft access site. The vascular damage was reported to have occurred at the time of access, during use of a guidewire, with no resistance noted during insertion. These findings are consistent with vascular complications associated with surgical arterial access and large-bore device placement. Contributing factors in this clinical scenario may include the patient¿s critical illness, hemodynamic instability, and the complexity of axillary/subclavian surgical access. The impella 5.5 device was not removed due to the reported vascular injury. No information was provided regarding whether the vascular injury required blood transfusion or surgical repair. The impella 5.5 device was maintained on support at performance levels between p-6 and p-7, providing approximately 3.5 to 4.1 liters per minute of flow. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents per liter of sodium bicarbonate. The patient was subsequently successfully weaned from impella 5.5 support. The reported dissection was determined to be associated with an anastomotic issue at the surgical graft site. Use of a guidewire to facilitate pump delivery was noted at the time of placement.